Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with her coaguchek xs meter (unknown serial number). On (B)(6) 2018, a sample from the patient was tested using the meter, resulting with a value of 2.4 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with either a value of 1.9 inr or 2.0 inr. The specific laboratory value could not be confirmed. On (B)(6) 2018, a sample from the patient was tested using the meter, resulting with a value of 2.9 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting a value of 2.0 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated, but did receive a change in medication dosage based on the meter results. The patient stated that she has more bruising than usual, but no medical treatment was received for the bruising. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is once or twice per week based on her results. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies or lupus. The patient does not take heparin or direct thrombin inhibitors. Prior to the event, the patient's coumadin medication had been changed from 5 mg. Daily to 6.5 mg. Daily. The patient was not taking any new medications, had no changes in diet, had no new illnesses, and had no bleeding or bruising at the time of the event. The patient's product was requested for investigation and replacement product was sent to the customer. Prior to shipping the meter on (B)(6) 2019, the patient stated that she received an error when using the meter.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.